Manufacturer narrative:
Info not available, device not returned for analysis.

Event description:
During a laparoscopic cholecystectomy the top gasket of the 511sd trocar was ripped out and pushed down into the trocar sleeve. There was no consequence to the pt.